Event description:
A power source alert was reported, identified by alert 07, concerning the pump's charging status. Fortunately, there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by leaving the original charging supplies connected, leading the pump to begin charging without further assistance needed.